Manufacturer narrative:
Correction and additional information: section b - date of event section d - explantation date section f - importer event awareness date; type of report; component code.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection. The physician¿s assessment identified an infection in blood and spine. The patient underwent a neurosurgical procedure and the evoke scs system was explanted. The evoke scs system was confirmed to be functioning as intended prior to the explant. The explant procedure was performed by a different physician, at a different facility than those involved in the original implantation.